Manufacturer narrative:
This is a supplemental report to provide additional information. It was provided the following additional information from the user; the fragment was retrieved. The endoscope was acute angled during the procedure. The event (the falling of the radiopaque tip) occurred when the guiding device was inserted and pull out into the guide sheath many times. The radiopaque tip moved from the fixed position when the devices were exchanged. The guide sheath and the radiopaque tip of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Of the guide sheath was 8xk. The tip of the guide sheath was deformed ellisoidally. There was scratch at the inner edge of the radiopaque tip and the guide sheath as if something got caught. There was no abnormality in the length and diameter of the radiopaque tip. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off as follows; 1) the user bend the distal end of the guiding device around the radiopaque tip. 2) the radiopaque tip was moved since the joint of the guiding device got caught on the radiopaque tip. 3) the radiopaque tip fell off since the user kept moving the guiding device back and forward. Also, based on the past similar cases, it was known that the radiopaque tip fell off as follows; the user withdrew the guiding device from the guide sheath while the endoscope was acute angled. The instruction manual of the device has already warned as follows; when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath. Do not withdraw the endotherapy from the guide sheath if resistance to withdrawal is encountered. Reduce the angualtion of the endoscope and withdraw the endotherapy and the guide sheath together from the endoscope.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a biopsy, the subject device was used. The radiopaque tip of the subject device fell off into the patient. The intended procedure was completed with the subject device. There was no patient injury reported. No further information was provided. This is the report regarding the falling of the radiopaque tip.